Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and delamination of the valve. A leak test and microscopic analysis were performed which identified partial delamination of the valve and wear abrasion. Based on the device analysis, the final assessment is partial delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.